Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to high blood glucose levels and a bent cannula. The customer's blood glucose at the time of admission was 561 mg/dl. The customer explained that she did not receive any warning from the insulin pump. The customer also stated that the insulin pump was delivering a different amount of insulin than the device normally did. The customer declined troubleshooting at the time of the call. The customer confirmed a significant event leading to the emergency room visit as the bent cannula and the cause of the hospitalization being diabetic ketoacidosis. The customer was treated with manual injections and an IV. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.